Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that the issue was resolved by customer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer 7 main has hardware failure. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.